Event description:
It was reported that the device misdiagnosed a rhythm for supraventricular tachycardia (svt) as ventricular tachycardia (vt). The patient received several inappropriate shocks. Programming changes were made. The patient was in stable condition.